Event description:
Reporter alleged obtaining the results of 300 mg/dl, 400 mg/dl and 118 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A customer site reports a loss of telemetry monitoring when the cic (central station) reboots. No injury has been reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.